Event description:
At the start of a procedure on 3/22/00, instead of irrigation, air was infused into the eye by the vit cutter. A different machine and accessories were used to finish this procedure. The pt required antibiotics to prevent potential infection. To date, there have been no further problems as a result of this incident.